Event description:
It was reported that during surgery (orif ankle), inside the patient, the tip of the hex driver fell off. No delay reported. No patient injuries reported. An s&n backup was available.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned evos fixed handle confirms the tip of the device is broken off. The broken piece was not returned with the device. This device shows significant signs of wear/ usage. A medical investigation was conducted and this case reports the tip of the hex driver fell off while using it to place/tighten perc guide. Per email communication, the tip remained in perc guide, and nothing was left inside the patient. There was no patient injury or delay, and the procedure was completed using a backup device. Since no patient harm is alleged, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.